Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.

Event description:
On (B)(4) 2012, the distributor contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.